Event description:
It is reported that the surgeon couldn't insert the locking nail cap properly. The tip of the nail cap inserter was slightly bent.

Manufacturer narrative:
This report will be amended when our investigation is complete.